Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Still implanted.

Event description:
This message was received on the (B)(6). I had the charite disc implanted in 2006 at the (B)(6) institute in (B)(6). A year and a half ago I had to have it caged and now I am in a lot of pain still. Three days ago I had a trial spinal stimulater implanted and it makes me hurt worse. It feels like it is agitating the charite disc and running down my legs. I have missed out on most of my children's lives due to a product that was advertised to be a fix all. I have to have help in all normal life things. I am 35 and have no personal life. I cannot even have sex with my wife. I sent all medical records to the (B)(6) and his office contacted me and said they would be interesting this. I have also started a petition of people that have had this done and that are having issues, which is at (B)(4) at the moment. Your product has taken away many things from me, times with my family, friends, tools, car and a house. I just want to have my life back that was taken from me.